Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained 5-fluorouracil 3600 mg. This was discovered upon unpacking the order. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 16, 2025 and may 20, 2025. H11: the device was received for evaluation. Visual inspection using the naked eye noted fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be untightened winged luer cap. Microscopic inspection observed no signs of surface roughness inside the cap. A functional leak test was performed by filling the device with green colored water. After fill and prime, to ensure the winged luer cap is securely connected to the device. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates that the winged luer cap should be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.